Event description:
It was reported by the customer that the device power button had become dislodged and the device could not be turned on. There was no patient use associated with the reported event.

Manufacturer narrative:
Pysio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.